Event description:
On 08-17-2025, the user reported experiencing 13 episodes of low blood glucose within 3 days of starting ilet therapy, with the lowest value at 54 mg/dl. Each episode was self-treated with glucose gel, resulting in blood glucose stabilization. The ilet system alerted for hypoglycemia, and the patient declined additional assistance, planning follow-up training with a certified trainer and healthcare provider.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.